Manufacturer narrative:
(B)(4). On an unknown date approximately one month prior to the receipt of this report, the patient experienced an umbilical hernia with the repair surgery occurring on an unknown date approximately two weeks prior to the receipt of this report. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an umbilical hernia coincident with automated peritoneal dialysis therapy. The patient had hernia repair surgery as an outpatient and was not hospitalized with the surgery occurring on an unknown date. Dianeal and extraneal therapies were ongoing. The patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. Should additional relevant information become available, a supplemental report will be submitted.